Event description:
Patient driveline noted to become disconnected from lvad. Earlier in day, patient was having a controller fault alarm leading to him attempting to change to back up controller when driveline became disconnected. As a result, the patient arrested at a gas station. Ems arrived and started chest compressions. Patient was subsequently taken to (B)(6) where driveline was reconnected. Emergency room was put in contact with (B)(6) for transfer to (B)(6). Once patient arrive to (B)(6), vad was interrogated which showed that patient had a double disconnect prior to leaving the house on (B)(6) 2025. Patient's wife confirmed that the patient was getting ready to leave and accidentally double disconnected both powers. Pump was off for 16 seconds. This was a separate incident from the attempted controller change. The controller fault was due to internal battery end of life. With this type of alarm, the vad is still on and functioning. If powers are double disconnected there is a chance the alarm would not sound due to internal battery end of life but otherwise the controller still functions. This would eventually require a controller change but this would have been done in a clinic setting. The patient never switched to his back up controller so the controller he was on was still showing controller fault. This alarm was permanently silenced. The vad was off for 50 minutes.